Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device was explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of capsular contracture, was received on mar 27, 2020 with lot number 2700118. Visual analysis of the returned device identified, the weight the device within specification, deformation, crease flat, yellow encapsulation (50-100%) and red particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.